Event description:
The patient called and reported that their heart is racing at 90 bpm (beats per minute) and will not slow down. The patient stated that their heart rate is uncomfortable and keeps them awake. Follow-up was conducted with the clinic for additional information and from the information obtained it was reported that the patient was last seen in their clinic in 2012. They are unaware if the patient has changed clinics or is non-complaint with follow-up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).